Manufacturer narrative:
The company service representative tested with a test cassette and priming was completed without issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Root cause the root cause of the reported event can be attributed to an issue with the cassettes used. The system itself was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure the irrigation pressure power did not work. The system was re-booted without resolution to the issue. The case was completed using an alternate system. There was no patient impact.